Event description:
It was reported that twenty-four hours post implant the left ventricular (lv) lead had dislodged and encountered high thresholds. An attempt to reposition the lead encountered difficulty. Sutures were removed, a guidewire was inserted and using counter traction the lead lobes would not undeploy. Several attempts to extract the lead were unsuccessful. During consult subsequently the lead was able to be repositioned to a different location. The thresholds improved significantly and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).